Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the yaw pulley was broken. The side of one yaw pulley was missing a .225 x .060 piece. The broken piece allowed the grip to move within the pulley and have a larger range of motion in yaw. Engineering evaluation also found that one conductor wire as broken at the yaw pulley exit, on the same side as the yaw pulley breakage. The wire was detached from its connection at the grip. The instrument failed electrical continuity testing. The yaw pulley showed no signs of arcing. The distal end of the instrument's main tube exhibited deep scratches and gouges and has various has various scratch marks with light material removal. The scratches are .090 - .290 in length and not aligned with the tube axis. No other damage was found. Engineering concluded that the damage to the main tube was likely due to misuse/mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Intuitive surgical, inc. Has made several attempts to contact the site to obtain additional information regarding the reported event. No additional information has been provided. A follow-up medwatch report will be submitted to the FDA if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: a piece from the pk dissecting forceps instrument fell into the patient.

Event description:
It was reported that during a da vinci si hysterectomy procedure, a piece from the tip of the pk dissecting forceps instrument broke off and fell into the patient. The broken instrument piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.